Event description:
Pt reported that for about a month, their device has been randomly starting and ending a temporary basal increase on its own. Pt also reported problems with system alarms. Pt stated that these problems have caused their blood glucose to be in the 300- to 400-mg/dl range for about a week. Pt self-treated high blood glucose (treatment not specified).